Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. From the provided report the femoral head used with the depuy liner is competitor manufactured. This use of the depuy device is not recommended. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Maude report: patient reports surgery because of cracked/failure hip prosthetic device.